Event description:
It was reported the pt experienced pain, weakness and a loss of sensation in her hands and arms after her implant procedure. It was reported this area is part of the pt's targeted pain pattern for the implanted lead. It was reported the pt was allergic to the postoperative antibiotic and the butterfly stitches used at the incision site. F/u identified the pt had almost completely regained sensation in her hands and arms and she felt effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.